Event description:
Information was received indicating that a cadd ms3 pump with a cadd ms3 cartridge attached under infused, reportedly the end user stated the pump stops early and leaves medication in the cartridge. It was also reported the end user has a hard time filling the cartridges and pulling back the plunger. Per reporter the device being used was a cadd ms3 pump, a lot number for the cartridge was supplied but does not exist.